Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source. The customer&#38112;blood glucose level was not impacted. It was confirmed that the customer had manual injections available.